Event description:
When the hickman catheter size 9 french dual lumen central venous catheter was inserted, the surgeon had difficulty seeing the catheter with fluoroscopy. The surgeon injected iohexol contrast agent to verify the position. The operation note states "I had difficulty seeing the catheter so I injected 10 ml of contrast agent and highlighted it perfectly and showed it in excellent position." This was reported after a recent catheter of the same lot number had a similar issue. Our review of the fluoroscopy images and discussion with radiological technologist and circulator for these cases show similar issues with the catheter not being radiopaque. Note: a catheter from this lot was used on a third patient without any issues documented, but it was inserted in the angiography room with higher resolution fluoroscopy equipment. The other two were portable c-arms in the operating room.